Manufacturer narrative:
Qc has consistently been within lab-established ranges. A field service engineer (fse) inspected the instrument; no issues were found. The system passed all performance tests. A clear root cause for this event has not been determined. Note: customer has two unicel dxc 800 pro synchron clinical systems in their lab. They cannot identify which of their two instruments generated the results; therefore two MDR reports were generated to cover both analyzers. MDR report #: 2050012-2011-00807 is for the other unicel dxc 800 pro synchron clinical systems, (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that physicians questioned sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems on twenty one patient samples, from the previous two weeks. The physicians felt that the na results were too low based on the patients' historical recovery. The customer reviewed the data and stated that there was an average decrease of about 4.5mmol/l. No samples were repeated. It is unknown how long ago the previous samples (on which the physicians base their inquires) were run and reported. Treatment was not initiated or withheld based upon the reported results.